Event description:
The reporter indicated that the surgeon implanted vertically a 12.6mm vticmo12.6, -3.5/1.0/094 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced horizontally with a same length lens due to low vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3 - lens was returned in a micro-centrifuge vial with moisture on the product. Visual inspection found the lens hapttic deformed. Dimensional inspection found the lens within specifications. Claim#: (B)(4).